Event description:
On the same day post procedure the patient had major ipsilateral ischemic stroke. The patient was placed on medical therapy and the stroke resolved with right hemiplegia.

Event description:
On the same day post procedure, the patient had major ipsilateral ischemic stroke. The patient was placed on medical therapy and the stroke resolved with right hemiplegia.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Stroke and complications are known and anticipated complications to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.